Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she received readings of 60 mg/dl, 170 mg/dl, and 188 mg/dl. The results were all within 10 minutes of each other. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.